Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip, belt clip slot, and with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A family member reported cracks on the screen of the customer's insulin pump. There was no significant event reported leading up to the complaint. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.